Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that after he changed the batteries to his insulin pump the pump was not registering the batteries, and the display came back on only after tightening the battery cap harder than usual. The patient's blood glucose at the time of incident was 155 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the battery cap was cracked since the pump was dropped twice last month. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no blank display noted. The insulin pump powered up properly after battery installation and has normal operating currents. No unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. However, the insulin pump was received with broken battery cap, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.